Event description:
It was reported that a pump experienced constant close door messages. There was also no pt injury reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Unit rec'd was inoperable per the reported symptom caused by cracks found in the threaded insert bosses in the front case that mount the pumping mechanism into the case, which allowed separation between front case and mechanical assembly. This results in force required to close door is above expected causing the reported symptom. The front case was replaced.